Event description:
Approx 80 minutes after initiating hemodialysis therapy, the pt complained of not feeling well, requested that the treatment be terminated, and became hypotensive. Therapy was provided with a 7th use hemodialyzer.